Manufacturer narrative:
Additional information was received on 18 may 2016 stated there was no other cusa or a competitor device used after the incident. The team used the coagulation method and cutting and aspiration techniques to finish the procedure.

Manufacturer narrative:
Integra has completed their internal investigation on 29 apr 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: it was observed that the cusa excel handpiece broken reported failure was confirmed; during investigation it was observed that the coil form is defective and the cable is porous / defective and has interrupted cooling flow. The DHR review has been deemed satisfactory. Date of manufacture: oct-2005. No non-conformance issues or reports were raised during the manufacturing process for this handpiece. The analysis of the complaint investigations has identified no other complaints have been received to date for this serial number. No trend has been identified. Conclusion: the customer complaint incident ¿cusa excel handpiece broken¿ was verified and duplicated. Root cause determined; cause cusa excel hp broken was due coil form is defective and the cable is porous / defective and has interrupted cooling flow, thus defective coliform.

Event description:
A complaint was received that the c2602 cusa excel handpiece was broken. The device was not in contact with the patient and no patient injury or death alleged. The patient (age and gender not provided) was to undergo neurosurgery for a cerebral tumor. The medical team tried to get the machine working, however without success. There was approximately less than an hour delay in surgery due to the product problem because the team could not use the device.